Event description:
Patient reported left side rupture. Healthcare professional reported cyst confirmed via ultrasound. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broke device assessed as fold flaw opening. ¿ rupture: observed missing piece of shell assessed as inconclusive. ¿ cyst: unable to observe since it is not related to the device. As per the investigation procedure, crease stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported left side rupture. Healthcare professional reported cyst confirmed via ultrasound. The device has been explanted.

Event description:
Patient reported left side rupture. Healthcare professional reported cyst confirmed via ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d.9., h.6.